Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Moisture damage found on the lcd board and motor also. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.